Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaints databases identified other reports against the femoral head and/or metal liner. Per procedure, these devices are exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination(s). Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address possible infection, pain and suspected metallosis. The infection and metallosis have not been confirmed. Update rec'd (B)(6) 2015: litigation papers allege the patient suffered from persistent pain and discomfort in her right hip and leg area caused by the pinnacle hip which increased over time. At the time of the surgery patient's surgeon noted purulence within the hip joint capsule, bony loss of the medial calcar to the level of the lesser trochanter and necrotic bone loss of the posterior and inferior acetabular wall. The complaint was updated with litigation papers, doi, and complaint category codes were updated on (B)(6) 2015. Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, discomfort, and toxic ions. Lab results reported cobalt to be greater than 7 parts per billion. Revision surgical note reported patient had purulence but intraoperative cultures and pathology were negative. Revision surgical report also noted osteolysis, necrotic bone, and necrotic tissue. Intra-operative cultures and pathology were negative for infection. Patient had complained of right hip pain, night sweats and fever. Medical records reported metallosis, decreased mobility, and leg length discrepancy. Stem is being added for elevated ions and lot updated on femoral head. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).